Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response on the escape button due to corroded keypad traces noted. No unexpected button error alarms noted. Unable to perform displacement test due to unresponsive keypad. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
A nurse reported via phone call indicating that a customer's insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The (B)(4) stated that ta battery change did not resolve the issue. The customer sent the product back for analysis. A replacement pump was shipped to the customer.